Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report 3 cgm inaccuracies on (B)(6) 2013. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.